Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high out of range and difficult to position.

Event description:
It was reported that this lead was unable to be successfully implanted as after it was inserted in the device, the pacing impedance was observed to be high out of range. The lead was repositioned and the impedance continued to exhibit out of range values. Reportedly, the sensing and threshold was within normal range. The product is expected to be returned for analysis. No additional adverse patient effects. The product was returned for analysis.